Event description:
The consumer reported that she saw the replace patient programmer (pp) batteries screen. She had tried 2 new sets of batteries and she still saw the message. She was going through batteries. They were not heavy duty batteries but she did not say they were alkaline. It was noted that the patient had a return of symptoms on (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.